Manufacturer narrative:
Film evaluation summary; the cause of the retrograde type a dissection occurring just after implant could not be determined from the pre-implant films provided. Films at implant including images showing the reported event were not available for return. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. It is possible that the patient¿s anatomy (poor vessel condition) as well as ballooning with another manufacturer¿s balloon may have contributed to the dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: vamc3838c150tj; s/n: (B)(4); use by date: 2019-12-05; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 50mm thoracic aortic aneurysm. It was reported during the index procedure after the valiant stent graft system was implanted touch up with a non-medtronic (tri-lobe) balloon catheter was in progress when cardiac arrest was observed. Resuscitation with cardiac massage was commenced and conversion to thoracotomy was performed. Ascending dissection was diagnosed and the physician performed ascending aortic replacement (one branch). The patient is currently spontaneously breathing and consciousness status is unstable. As per the physician, the event was related to the ascending dissection but other potential causes are the non-mdt devices used, patient anatomy due to poor vessel condition and non mdt balloon engagement issues. No additional clinical sequelae were reported and the patient will be monitored.